Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that alignment issue and microscope arm was loose. Procedure details and patient impact have not been provided. Additional information has been requested.

Manufacturer narrative:
. The company representative confirmed and replicated the reported event. The skin was realigned and the microscope led was replaced to resolve the issue. The led was returned for evaluation. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by qa to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. A sample was received for evaluation. A visual assessment of the returned sample found no visual non-conformities. The sample was installed on a calibrated hotbed microscope. There was no mechanical instability was noted at the knuckle or the yoke. The root cause of the reported ¿loose component¿ cannot be determine conclusively. The root cause of the reported ¿skins being out of alignment¿ can be attributed to component wear/reliability. However, how or when the skins became misaligned is unable to be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).